Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.

Event description:
Procedure performed: ni event description: translation: below is the information from our op , please claim the following item from epix universal: ref (B)(4) lot 1490523 error: clip pliers only ejected a clip every second time. Op date: (B)(6) 2023 patient status: no patient injury reported intervention: ni.

Event description:
Procedure performed: ni. Event description: translation: below is the information from our op , please claim the following item from epix universal: ref ca500 lot 1490523. Error: clip pliers only ejected a clip every second time. Operation date: (B)(6) 2023. Patient status: no patient injury reported. Intervention: ni.

Manufacturer narrative:
Applied medical has issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint, #(B)(4), was included in the recall.